Event description:
The event is reported as: during intubation on a pt with serious cardiac weakness; the 15mm connector continuously disconnected. This interfered with resuscitation. The pt expired.

Manufacturer narrative:
The sample has not been received by MFR at time of this report. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.